Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/14/2015. The fse confirmed that x flags were being generated on patient samples. The wbc bath was replaced but intermittent x's were still being generated. The wbc count valve (lv17) fitting was broken and was replaced to resolve the x flag issue. The instrument was not properly aspirating sample due to a clog in the probe, so the probe was replaced. The instrument was generating aperture alerts caused by the wbc bath not filling properly before sample delivery. The wbc diluent valve (lv11) was replaced to correct the bath filling. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported receiving x flags on white blood cell (wbc) results on a coulter ac- t diff 2 analyzer. There were aperture alert errors reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.